Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 23.1 mmol/l (415.8 mg/dl) while the pod was worn for less than 1 hour. The reporter stated the patient was experiencing high bg levels due to a suspected cannula insertion issue. When the values did not change, the pod was removed from their leg, and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of difficulty inserting the cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.